Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure (ess205) inserted for contraception. The occurrence of additional non-serious events is detailed below. In (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("painful intercourse") and menstrual disorder ("abnormal menstruation"). The patient was treated with surgery (underwent bilateral partial salpingectomy due to complication from essure device). At the time of the report, the pelvic pain, dyspareunia and menstrual disorder outcome was unknown. The reporter considered dyspareunia, menstrual disorder and pelvic pain to be related to essure (ess205). Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/pain") in an adult female patient who had essure (ess205) (batch no. 624471) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included appendectomy. Concomitant products included paracetamol (acetaminophen). On (B)(6) 2007, the patient had essure (ess205) inserted. In 2007, the patient experienced dyspareunia ("painful intercourse") and depression ("depression and mental anguish"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstrual disorder ("abnormal menstruation"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (underwent bilateral partial salpingectomy due to complication from essure device). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the pelvic pain was resolving and the dyspareunia, menstrual disorder, vaginal haemorrhage, menorrhagia, dysmenorrhoea and depression outcome was unknown. The reporter considered depression, dysmenorrhoea, dyspareunia, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: the first essure was inserted into the left tubal ostia and seated and released, and there are 5 coils in the endometrial cavity after it seated and released. The second essure was placed on the right. It was inserted, seated, and released and there were 4 coils left on the right side. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2007: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were reported via medical record confirming events pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-jul-2018: quality-safety evaluation of product technical complaint. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/pain") in a 33-year-old female patient who had essure (ess205) (batch no. 624471) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not underwent for essure confirmation test". The patient's medical history included appendectomy. Concomitant products included paracetamol (acetaminophen) since (B)(6) 2007. In 2007, the patient experienced dyspareunia ("painful intercourse"). On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2015, the patient experienced depression ("depression and mental anguish") and anxiety ("mental anguish"). On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 7 years 6 months after insertion of essure (ess205). On an unknown date, the patient experienced menstrual disorder ("abnormal menstruation"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (underwent laproscopic bilateral salpingectomy due to complication from essure device). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the pelvic pain was resolving and the dyspareunia, menstrual disorder, vaginal haemorrhage, menorrhagia, dysmenorrhoea, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, dyspareunia, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: the first essure was inserted into the left tubal ostia and seated and released, and there are 5 coils in the endometrial cavity after it seated and released. The second essure was placed on the right. It was inserted, seated, and released and there were 4 coils left on the right side. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2007: results: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were reported via medical record confirming events pelvic pain . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 11-dec-2018: pfs received- new event did not underwent for essure confirmation test were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/pain") in an adult female patient who had essure (ess205) (batch no. 624471) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included appendectomy. Concomitant products included paracetamol (acetaminophen). In 2007, the patient experienced dyspareunia ("painful intercourse") and depression ("depression and mental anguish"). On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstrual disorder ("abnormal menstruation"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (underwent bilateral partial salpingectomy due to complication from essure device). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the pelvic pain was resolving and the dyspareunia, menstrual disorder, vaginal haemorrhage, menorrhagia, dysmenorrhoea and depression outcome was unknown. The reporter considered depression, dysmenorrhoea, dyspareunia, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: the first essure was inserted into the left tubal ostia and seated and released, and there are 5 coils in the endometrial cavity after it seated and released. The second essure was placed on the right. It was inserted, seated, and released and there were 4 coils left on the right side. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2007: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were reported via medical record confirming events pelvic pain. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet- all relevant medical history condition, concurrent condition, concomitant medication, lot number and events abnormal bleeding (vaginal, menorrhagia); dysmenorrhea (cramping); dyspareunia (painful sexual intercourse); pain; depression and mental anguish were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('migration/perforation'), pelvic pain ('pelvic pain/pain') and seizure ('seizures') in a 33-year-old female patient who had essure (ess205) (batch no. 624471) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included appendectomy. Concomitant products included drospirenone;ethinylestradiol (yasmin) from (B)(6) 2007 to (B)(6) 2007, hydrocodone bitartrate;paracetamol (lortab) from (B)(6) 2007 to (B)(6) 2007, ibuprofen from (B)(6) 2007 to (B)(6) 2007, nsaids and paracetamol (acetaminophen) since (B)(6) 2007. On (B)(6) 2007, the patient had essure (ess205) inserted. In 2007, the patient experienced dyspareunia ("painful intercourse/dyspareunia (painful sexual intercourse}"). In (B)(6) 2015, the patient experienced depression ("depression and mental anguish") and anxiety ("mental anguish / psychology injury"). On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 7 years 6 months after insertion of essure (ess205). On an unknown date, the patient experienced abdominal pain ("abdominal pain"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), seizure (seriousness criterion medically significant), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), allergy to metals ("nickel allergy"), menorrhagia ("menorrhagia(heavy menstrual bleeding)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menstrual disorder ("abnormal menstruation"), vaginal discharge ("vaginal discharge"), bladder disorder ("bladder probs."), urinary tract disorder ("urinary probs."), cystitis ("bladder infection"), urinary tract infection ("uti"), vaginal infection ("vaginal infection"), fatigue ("fatigue"), alopecia ("hair loss"), migraine ("migraine"), headache ("headaches"), nausea ("nausea") and visual impairment ("vision problems") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (underwent laproscopic bilateral salpingectomy due to complication from essure device). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, allergy to metals, vaginal haemorrhage, menstrual disorder, vaginal discharge, depression, anxiety, bladder disorder, urinary tract disorder, cystitis, urinary tract infection and vaginal infection outcome was unknown and the pelvic pain, seizure, abdominal pain, back pain, dysmenorrhoea, dyspareunia, menorrhagia, fatigue, alopecia, hormone level abnormal, migraine, headache, nausea, visual impairment and weight increased had resolved. The reporter considered abdominal pain, allergy to metals, alopecia, anxiety, back pain, bladder disorder, cystitis, depression, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, headache, hormone level abnormal, menorrhagia, menstrual disorder, migraine, nausea, pelvic pain, seizure, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, visual impairment and weight increased to be related to essure (ess205). The reporter commented: the first essure was inserted into the left tubal ostia and seated and released, and there are 5 coils in the endometrial cavity after it seated and released. The second essure was placed on the right. It was inserted, seated, and released and there were 4 coils left on the right side. Plaintiff received treatment for pain, nickel allergy, psychology injury, bladder problem and urinary problem. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2007: results: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were reported via medical record confirming events- pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-oct-2019: pfs received. Events: back pain, abdominal pain, nickel allergy, migration/perforation, bladder probs, urinary probs, bladder infection, uti, vaginal infection, vaginal discharge, fatigue, hair loss, hormonal changes, migraine, headaches, nausea, seizures, vision problems, weight gain added. Reporter information added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/pain") in a 33-year-old female patient who had essure (ess205) (batch no. 624471) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included appendectomy. Concomitant products included paracetamol (acetaminophen) since (B)(6) 2007. In 2007, the patient experienced dyspareunia ("painful intercourse") and depression ("depression and mental anguish"). On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2015, the patient experienced anxiety ("mental anguish"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstrual disorder ("abnormal menstruation"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (underwent bilateral partial salpingectomy due to complication from essure device). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the pelvic pain was resolving and the dyspareunia, menstrual disorder, vaginal haemorrhage, menorrhagia, dysmenorrhoea, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, dyspareunia, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: the first essure was inserted into the left tubal ostia and seated and released, and there are 5 coils in the endometrial cavity after it seated and released. The second essure was placed on the right. It was inserted, seated, and released and there were 4 coils left on the right side. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2007: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were reported via medical record confirming events pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-aug-2018: pfs received. Event added per pfs: mental anguish. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.